Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) experienced a power on reset (por). As the device is approaching recommended replacement time (rrt) the device was removed and upgraded to a bi-v ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a firmware error message/code. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 693165, lead; implant: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: further analysis of the returned device was inconclusive. Analysis confirmed the power on reset (por) occurrence as reported. However, x-ray and detailed visual examinations of the device failed to reveal evidence of device malfunction that would account for the reset. The device functioned nominally with no new resets recorded during the analysis. The analysis was terminated with no cause identified for the por. Further analysis was completed on the battery of the device. Battery analysis indicated there were two openings found along the top edge of the anode separator enclosure in segment 2 adjacent the exposed cathode material and the cathode tab. There was lithium (li) material protruding from the openings which touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the deposited li material breaching the anode separator and subsequently contacting the cathode tab adjacent the anode separator openings.